Event description:
It was reported that during use in a wisdow tooth extraction, the device got hot and the patient sustained a burn on the inside lower lip mucosa. The injury was reported to be superficial and was treated with antibiotic ointment. The patient was discharged without further intervention.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: the customer's reported problem that the unit got hot during use was not verified during testing of the handpiece. The unit was tested and met temperature requirements. Further investigation found that the rotor bearing and collet rotation ran rough.